Event description:
It was reported by the patient that following a storm the remote monitor was no longer able to receive power. A new power cord did not resolve the issue and the monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Evaluation summary: (B)(4) : the monitor power up issues are due to a loose or lifted power jack connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor power up issues are due to a loose or lifted power jack connector.